Event description:
It was reported that patient presented with a right ventricular (rv) lead that was exhibiting noise. The rv lead was explanted, and new rv lead was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a partial lead was returned in three pieces for analysis. Electrical testing did not find any indication of conductor fractures. All other damage noted is consistent with procedural damage. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found two external abrasions breaching the right ventricle cable lumen proximal to the suture sleeve tie marks.